Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device interrogation the implantable pulse generator (ipg) exhibited elective replacement indicator and a power on reset message. Power on reset was cleared however the device was unable to be interrogated. It was noted that the device had not been interrogated for the past three years. The ipg was removed and replaced. No patient complications have been reported as a result of this event.